Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Date of event: 2015 - w/in last week, exact date not provided.

Event description:
It was reported that the device had a tear in the face of the paper packaging near the lot number. The device was not opened or used in any case. There was no patient involvement and no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m90h93 the analysis results found that the mcm20 device was returned inside its original package. Upon visual inspection, it was observed that the blister from the packaging was damaged. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.